Event description:
The customer reported via phone call that he started using the stomach area for his sensors and had low blood glucose due to the site being more sensitive to insulin. Customer has treated with food and juice. Customer stated that his first lows were in the low 40's mg/dl and then the next time they were in the low 60-70's mg/dl. Customer stated that he does not feel that it is a pump problem because he has been insulin dependent for 34 years. Customer stated that he is used to having to make adjustments and treatment. Customer declined troubleshooting the pump. Customer mentioned that 3 years ago he had to wear the sof-sensors and they would not stay on his skin. Customer likes the enlite sensors and the way they insert like the quicksets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.